Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet insulin pump experienced persistent hyperglycemia around 400 mg/dl for several hours and received an occlusion alert while using a contact detach steel infusion set; the alert paused insulin delivery and was only resolved after a full supply change, which restored delivery. Symptoms included hyperglycemia. Outcomes included recovery without hospitalization after insulin delivery resumed and blood glucose trended down. Investigation included customer service troubleshooting and education regarding occlusion alert behavior and the need to clear the alert and replace supplies. Investigation of this case revealed an occlusion preventing insulin delivery that was corrected by replacing the cartridge and infusion set, consistent with an infusion set or flow-path obstruction. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related factors in conjunction with an infusion set occlusion that halted delivery until the supply change.